Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone #: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a cooling malfunction. Per review of wo on 21nov2024, there was no patient involvement.

Event description:
It was reported that the arctic sun device had a cooling malfunction. Per review of wo on (B)(6) 2024, there was no patient involvement. Per follow up information received via mail on (B)(6) 2024, they repaired the device on the customer site. The issue was cooling malfunction. Chiller assembly and chiller pump were defective and replaced these parts, and the issue was resolved.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is chiller pump. The device was evaluated upon receipt. Chiller pump contributed to cool malfunction. Replaced chiller pump. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.